Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the cause is failure of the patient board. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had connector issue, the 180 scopes are not working on it. It is unknown when the issued occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.